Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms on the superior vena cava (svc) coil. Technical services (ts) was consulted and offered troubleshooting options. The patient was seen in clinic where further troubleshooting and device reprogramming was performed. At this time the rv lead remains in service. No adverse patient effects were reported.